Manufacturer narrative:
E1: patient city:(B)(6)patient country: spain. Name: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545.manufacturing site:based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site:8021545.

Event description:
It was reported that infusion set not stick due to sweat on (B)(6) 2026.